Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with 6-hole anterolateral plate, nine (9) 2.7mm va locking screws, one (1) 2.7mm metaphyseal screw, and seven (7) 3.5mm cortex screws for right distal tibia, distal fibula fracture. Surgeon reports the heads of four (4) of the distal 2.7mm va locking screws would not lock into the plate. It is reported the screws just spun in place. The screws remain implanted in patient. This is 2 of 5 reports for the same event.